Manufacturer narrative:
Investigation summary: 3 photos were provided. They show a syringe with black spots of embedded foreign matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9184771 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe rationale: CAPA not required at this time.

Event description:
It was reported that the bd syringe 60cc ll tip convenience pak was found to have foreign matter in the fluidpathway during use. There are 8 separate occurrences. The following information was provided by the initial reporter: verbatim: it was reported that black particulates embedded in syringe barrel. Particulates can¿t be wiped off or come off. Verbatim: syringe (sterile), 60ml ll, bd tray 309680. Black particulates embedded in syringe barrel. Particulates can¿t be wiped off or come off. Lot# 9184771. Sca reference# sup 20-008-lr. Found (B)(6) 2020. Please see attached photos and follow up with a complaint tracking number. The affected syringes are not returnable as they contain controlled substance.